Manufacturer narrative:
This lead has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited decreased r measurements. An x-ray was performed which revealed the lead had dislodged and was in the superior vena cava. It was suspected the lead dislodged due to twiddler's syndrome. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.